Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) clarified the correct date of explant was (B)(6)2018 and the correct pump serial number was provided (B)(4). It was noted the pump leaking had not been resolved (cause was not reported) and the pump was replaced. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 15 mg/ml at 1.775 mg/day and dilaudid 5 mg/ml at 0.6 mg/day via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2018 after servicing. The doctor reported that every time he did a refill he noticed fluid buildup in the pump pocket. The catheter dye study came up inconclusive and he did not think it was cerebrospinal fluid (csf) so he wanted to replace the pump to be on the safe side. The pump was replaced on (B)(6) 2018 and would be returned. There were no known environmental factors and diagnostics/troubleshooting performed included a catheter dye study. The pump was replaced, and it was unknown if the issue was resolved at the time of this report. The patient¿s status was ¿alive- no injury.¿ the patient¿s weight was asked, but unknown and the patient¿s medical history was asked, but would not be made available. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had her pump replaced on "march 3rd" because it was "malfunctioning." When asked what was meant by "malfunctioning," the patient clarified that the pump was leaking. No further complications were reported.